Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system, devices were not connected and were not receiving patient data. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no issues were noted. When technical support specialist (tss) verified the devices, it did not display any communication error. The customer had rebooted the devices, which cleared the error icon on hsv, and reported no further issues afterward. Tss reviewed the logs and found no communication problems. However, the logs for or3 showed communication issues, specifically with connecting to the server for uploads between 20:49 and 21:33. No further issues have been observed since that time. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6).